Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis catheter. The customer states the pt is utilizing a peritoneal catheter. While cleaning the catheter with povidone iodine, the nurse found a leak about 2mm near the connector. The catheter was pulled and replaced.